Event description:
It was reported that the patient experienced erythema at the infusion site. No medical or surgical intervention was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review (DHR) could not be performed. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no discrepancies were observed. Functional testing performed and the returned sample was inflated using a syringe, no cuff deflating was found. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. Operator of device is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.